Event description:
A caller reported that the t:slim x2 pump battery would not charge due to issues with using a third-party wall adapter and concerns about the charging port being loose or bent. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the caller to use a proper wall outlet and adapter for at least 30 minutes, and the battery issue was later resolved.